Manufacturer narrative:
Philips service reseated ippc cables, checked the system, and found no issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system experienced rebooting issues suspected due to ippc or bios settings on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.